Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 58.0 cm. The reported event of failure to capture was confirmed. As received, the helix was over-extended due to procedural damage and clogged with blood. Electrical testing found shorting between the outer and inner coil conductors at the connector region due to the severely over-torqued inner coil. All other damage noted is consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, after positioning the right ventricular lead, loss of capture was noted and an attempt to reposition was made. The lead was removed and replaced. The patient was in stable condition.